Event description:
Pt was implanted with uss hardware at l5-s1 on (B)(6) 2011, for spondylolisthesis with pars defect. Pt reported pain and returned for follow-up visit. The follow-up visit revealed non-union and broken hardware. Pt was returned to operating room on (B)(6) 2012. Revision surgery revealed both screws at s1 had broken at the base of the screw head. Surgeon removed the broken screw heads, both shafts remain implanted. T-plif also migrated posteriorly. Surgeon revised the pt with bone graft at l5-s1 disc space, repositioned the t-plif spacer, and replaced the broken screws with two new screws placed lateral to the broken shafts. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.